Event description:
It was reported that the 9800 system had an artifact in the image. Also, there were mixed up and missing images from the image directory. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.